Event description:
It was reported that the patient presented for implant procedure. During the procedure, the physician alleged difficulty in screwing the right ventricular lead into the pacemaker right ventricular port. The physician also alleged that the lead felt tight in the port upon disconnection. The pacemaker was replaced during the implant procedure. The patient was stable throughout.